Event description:
Pt had pain of unk origin. The surgeon performed an l4/5 tlif on the pt using matrix degenerative and t-pal on (B)(6) 2012. Following this surgery, the pt developed left leg pain and the surgeon decided to extend the construct up to l3 and to perform a tlif and l3/4. He started by removing the locking caps on the pt¿s left hand. The first cap came off easily, however, the second cap was not loosening as easily. The surgeon turned the handle clockwise and then immediately anti-clockwise, repeating until the cap loosened as the surgical technique suggests and loosened the cap. He then went to loosen the caps on the pt¿s right hand side where the first cap came off easily using the same instruments. The second locking cap would not loosen easily so the surgeon tried to use the clockwise/anti-clockwise technique, however the cap did not loosen. The surgeon finally removed the last locking cap and was then able to proceed to complete the extension as planned. This report is number 8 of 10 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.